Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that a pin was cold welded into the cut guide. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune rev fem ctt trl sz 7 l had an unknown fixation pin jammed in one of the holes. Additionally, the product information was found to be partially illegible due to scratches present on the surface. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to the scratches. If the lot/serial number becomes available, the record will be re-assessed. Scratches are consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. The jammed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated prying motions while the pin was not fully seated or off-axis position. A functional test was performed, and it was observed that the unknown pin was jammed. It is suspected that internal damage in the hole is preventing the pin from releasing as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rev fem ctt trl sz 7 l would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to the scratches. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a pin was cold welded into the cut guide.